Event description:
Reporter indicated that pt had actual vocal cord swelling by endoscopy and evidenced by stridor clinically. The physician assumed that the device programmed parameters may have been too aggressive and reduced normal mode output current to 0.75ma and magnet mode output current to 1.00ma. It was reported that the pt was initially fine after the parameter reduction, but that 2 months later the pt was again showing some stridor again. Attempts to obtain additional info have been unsuccessful to date.